Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: delayed wound healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent, as part of a clinical study, breast reconstruction revision with a 375cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered delayed wound healing. As a result, the patient underwent breast implant removal surgery on (B)(6) 2017.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient eventually underwent replacement of the implant on (B)(6) 2018, with a 325cc mentor memorygel xtra breast implant (catalog: smpx325 lot: 7517736 sn: (B)(6).